Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned for investigation, it was detected that incorrect video signal was used to the da vinci surgical system and customer was advised to change that video signal from the robotic system. Olympus service center troubleshooted the device and the issue got resolved over the phone. The subject device manufacture date was not identified; therefore, the device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.

Event description:
The biomedical engineer reported to olympus on behalf of the customer, the visera elite video system center displayed no image. The issue occurred towards the beginning of an unknown procedure that was completed using the same device with no delay. Olympus technical support was called in and the issue was resolved on the call. There were no reports of patient harm.

Manufacturer narrative:
When customer called the olympus technical assistance, it was detected that incorrect video signal was used to the da vinci surgical system and customer was advised to change that video signal from the robotic system. Once the video signal was corrected the customer reported the video image was present and issue was resolved. The device was not returned to olympus for evaluation. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.